Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the transseptal puncture, clots were observed on the trans-septal system. Heparin was given and the activated clotting time (act) was at 260 seconds. The steerable guide catheter (sgc) and dilator were advanced to the right atrium; however, clots were noted on the tip of the sgc/dilator. The sgc and dilator were removed and the clots were no longer observed. Act was checked and was at 122 seconds. Heparin was given and act was checked again, and at 300 seconds. The sgc was re-advanced and the procedure was continued successfully. Two clips were implanted, reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombus) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported thrombosis could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.